Manufacturer narrative:
The specimens were collected in lithium heparin pst tubes and centrifuged for 10 minutes at 3,050rpm. Lab protocol is to repeat all accutni results >0.08ng/ml on the alternate method. Qc was within customer's established ranges prior to and after the event. A system check was performed on (B)(6) 2011 and again on (B)(6) 2011; both met specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed a high sensitivity (hs) system check, which failed. The fse found air intermittently getting into the wash and precision pumps from a loose supply line. The fse primed lines and reran the hs system check, which passed. The fse replaced a noisy vacuum pump. All verification testing met specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding troponin (accutni) results, above the ami cut-off, generated by the unicel dxc 600i synchron access clinical system for two patients. Repeat testing for troponin using a different methodology gave lower results for both patients. One patient also had a falsely elevated ckmb result. The repeat result was also above the normal reference range, but the difference exceeded the assay's precision claims. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.